Event description:
It was reported that an unknown intravenous tubing set had disconnected. It is unknown when this event occurred. It is unknown if there was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.